Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin infection under the lifevest garment. The patient was prescribed nystatin powder for the infection. Follow-up attempts with the patient were unsuccessful. The patient's medical outcome is unknown.